Event description:
It was reported that during a mid to proximal circumflex stenting procedure, the 3.5x28mm xience stent delivery system crossed into a previously placed unspecified stent, but could not be properly positioned distally. Resistance was met during removal and the stent dislodged from the stent delivery system. The stent was snared without issue. There was no adverse patient sequela and the patient was discharged.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. Difficulty positioning the device in the lesion and difficulty/resistance removing the device from the anatomy could not be replicated in a testing environment as they were based on operational circumstances. Stent dislodgement was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.